Manufacturer narrative:
On (B)(6) 2015 11:29 am (gmt-5:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for lots 25116225, 25116792 and 25118932 the last three lots shipped to the account a year prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires separated from the jaws during ligation. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6) 2016 03:32 pm (gmt-5:00) added by (B)(6) ((B)(4)): specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4). (B)(6) 2016 03:15 pm (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. Tissue and char buildup was observed on the jaws. The wire remained in place at the base of the jaws. Based on the returned condition of the device the reported complaint was confirmed

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires separated from the jaws during ligation. A replacement device was used to complete the procedure. The hospital did not report any patient effects.